Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (200-300 mg/dl). Customer changed out her cartridge, infusion set, and insulin to stabilize her blood glucose levels.